Event description:
During routine device check, it was noted that the rv pacing lead did not sense or pace appropriately and had an impedance >3000 ohms. Updated information received on (B)(6) 2019 stated that the lead was capped and replaced with a leadless pacemaker.